Event description:
Same case as MDR ID #:2134265-2012-05726. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a rotational atherectomy treatment procedure, the burr was stuck on the guide wire. The 95% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. Following treatment of the lesion, the rotawire guide wire could not be removed from the rotablator rotalink plus 1.25mm burr. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is good. However, completed analysis revealed a guide wire fracture.

Manufacturer narrative:
The plus unit was returned to site snapped together. A partial guidewire was returned inside the plus unit; however, it was successfully removed without any issue. The guidewire was not stuck on the burr. A visual examination of the complaint plus unit was carried out. It was noted that the fiber optic cable and the air hose were cut from the device and were not returned to site for analysis. It is probable that the user removed the cables for the return of the device back to site for investigation. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out as and no issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The burr was microscopically examined and no issues were noted with the burr of the catheter. The complaint unit was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).